Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this boxed cardiac resynchronization therapy defibrillator (crt-d) displayed a battery voltage of 3.07v. The box label on this particular device specifies that the voltage should be 3.25v.